Event description:
A physician reported that vitrectomy probe unable to cut and aspirate even the cutting speed reduced to 3000 cuts per minute (cpm) during the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).